Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -05.00 diopter, within the same surgery due to the lens tore while removing from the vial. The lens was replaced with another same model/length lens within the same surgery and the problem was resolved.